Manufacturer narrative:
Lot 17d033 was manufactured april 22, 2017 ¿ april 24, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor, which was filled with fluorouracil 1400mg in sodium chloride (total volume 252 ml), had leaked inside and around the infusor upon opening the outer orange bag. There were no obvious areas of leakage or damage. There was no patient involvement. No additional information is available.